Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they were having problems charging their stimulator. No patient symptoms were reported or anticipated. Indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was charging too much and ins battery was depleting quickly. Patient charged their ins to 100% the night before and within an hour it depleted to 50%. Stimulation turned off shortly after. Patient turned stimulation back on and it was still at 50%. Patient confirmed the stimulation is off because they don't feel stimulation down their legs like they should. Impedance was tested and everything was under 1200 ohms. It was also reported that patient's has had previous over discharge before. It was reviewed with manufacturer representative that it is typical to have batteries drain quickly. No further complications reported and/or anticipated at this time.